Manufacturer narrative:
The fse performed tube conditioning, tube adaptation and calibration, which solved the issue. No malfunction of the xray generator and xray tube was found. The cause was arcing inside the xray tube or ¿ generator. Arcing is a normal side effect of high voltages as used in xray systems and cannot be prevented due to the physical characteristics of the xray tube. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that the system did not work properly during a stent exam. The patient was transferred to another hospital for surgery. There was no reported harm to the patient.